Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
The device was received for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 7 mm proximal to the distal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft.